Event description:
A report of a lead revision due to an open wound at the midline incision site was received. The open wound caused by a few bad stitches. During the lead revision the physician decided to cut the leads to eliminate any possibilities of infection. Half of the leads were cut and removed and the other half was left and stayed attached to the precision system inside the patient. The patient was hospitalized for one night receiving IV antibiotic and prophylactic antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned for evaluation as it was discarded by the medical facility.